Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the customer received low readings of 42 mg/dl and 63 mg/dl with the adc freestyle libre sensor. The customer felt unwell, and called the paramedics. A blood glucose reading of "200 mg/dl plus" was obtained, and the customer was treated with unspecified injection. There was no report of death or permanent injury associated with this event.